Manufacturer narrative:
Device issue with inomax dsir# (B)(4). The device investigation was completed on march 02, 2015. Inomax dsir# (B)(4) was returned to the manufacturer for service investigation. The regional service center (rsc) service log review confirmed a failed low no cell (nitric oxide) cell alarm, which immediately followed a failed low no cell calibration with high point counts: 1045 counts and low point counts: 1619. The service log review revealed a delivery failure (df) alarm with monitored no > absolute max of 100 parts per million (ppm). Actual value: 103. Elevated low point counts during the calibration are consistent with the misbehaving no cell with the elevated counts possibly contributing to the df that occurred prior to the failed low calibration. The rsc also experienced the reported complaint of a failed no cell alarm boot up, performed low and high calibrations to clear the alarm and replaced the no cell. The rsc did not experience a df alarm during testing. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report is no calibration low counts above maximum. This condition will be tracked and trended under ikaria's quality system. This device was not in use on a patient; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).

Event description:
Failed no sensor [device issue]. Case description: on (B)(6) 2015, a respiratory therapist (rt) from the united states spoke with inomax dsir# (B)(4). The device was not in use on a patient. No adverse event had been reported. The rt stated that the inomax dsir unit was set at 20 and reading fine, then the unit had a reading of 150 parts per million (ppm) and went into a delivery failure (df). The rt then cycled the unit off and on and attempted a low calibration, but the unit failed the low calibration with a failed no cell alarm. During the discussion with the rt, it was reviewed what had happened and it was determined that the unit should be scheduled for a change out. The new unit, inomax dsir (serial number was not provided) was placed on the patient and inomax dsir# (B)(4) was scheduled to be picked up. Inomax dsir# (B)(4) was removed from service and returned to ikaria for service investigation. Case comment: march 17, 2015: this device case did not result in adverse event, however it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR #3004531588-2013-00022).